Manufacturer narrative:
(B) (4)

Event description:
Procedure type: hysterectomy. According to the reporter: surgery date: (B) (6) 2010. The pt returned to the emergency room with vaginal bleeding. After an examination, the doctor found a vaginal dehiscence. Gauze was packed in the vaginal area to stop bleeding. Pt was released after the procedure.